Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle separated from the needle shield during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: no samples and pictures were returned for investigation. Review of the DHR shows that there is no abnormality observed during visual inspection for out-going inspection. For the duration of 12 months, there was no quality notification was raised for a similar non ¿ conformance.

Event description:
It was reported that bd precisionglide¿ needle separated from the needle shield during use. No serious injury or medical intervention was reported.